Event description:
A report was received by the depuy mitek quality department which stated a (B)(6) female patient was injured in or after a procedure on (B)(6) 2007 which, among other devices, a depuy mitek biointrafx tapered screw was used. No other information is available as of the date of this report.

Manufacturer narrative:
Depuy mitek has received product code and lot number information in the above. There was a second depuy mitek product involved in the above complaint. This initial medwatch report is being filed to reflect the new information in the above complaint. Please reference manufacturer's reporting number 1221934-2011-00318 for originally filing of this event. The device is not being returned to depuy mitek for evaluation and root cause analysis. A batch record review has been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident, and therefore, there is no internally assignable cause for the reported problem. In addition, a product complaint history has performed which did not reveal any other complaints for the reported lot number. Depuy mitek will continue to track any related complaints within this device family. No further corrective action is required